Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va336mv implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 additional information was received from the patient. The patient reported that the lead was removed and a new one was added. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va336mv, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(6), ubd: 12-nov-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had two "failed" ins systems after the lead came loose and got wrapped around the device. After it happened the 2nd time the doctor told the patient they would need to discontinue therapy.